Manufacturer narrative:
(B)(4). The customer reported that the ECG signal from pads is very noisy and that intermittently the device does not detect the pads. This condition could impact the delivery of therapy. There was no report of negative pt impact or outcome. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ECG signal from pads is very noisy and that intermittently the device does not detect the pads. There was no report of negative pt impact or outcome.